Event description:
It was reported that the brake actuator malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the brake actuator malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the brake actuator had malfunction. It was found on evaluation however that the zoom fifth wheel would not engage due to misalignment with the brake actuator. This will result in an annoyance only issue as the zoom function not working properly would be immediately apparent to the caregiver. Additionally it is not likely to harm the patient as the bed can still be transported manually in the neutral mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.